Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with far filed r wave oversensing resulting in inappropriate mode switching. The programming changes were made. The patient was fine before, during and after the procedure.